Event description:
Boston scientific received information that approximately two days post-implant, the patient with this right ventricular (rv) lead presented to the hospital with bradycardia, at a rate of 44 bpm. An x-ray revealed the rv lead had dislodged. The patient was then hospitalized and the lead successfully surgically repositioned. The rv lead remains implanted and in service with no further adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.